Manufacturer narrative:
H3,h6: the reported device, used in treatment, was received for evaluation. There was a relationship found between the returned device and the reported incident. A review of the device history records showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review concluded this was an isolated event. A visual inspection revealed the distal tip of the device had broken loose from the anchor plug. The implant was returned attached to the device. Both knobs of the device appears to have been turned prematurely from the preset positions. A functional evaluation revealed the device functioned as expected. The complaint was confirmed. Factors, which could have contributed to the complaint event, include an application of unintended inappropriate or excessive force to prematurely activate the device.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a shoulder surgery the healicoil was not working, the eyelet broke off when the surgeon was going through the cannula. This implant was not put into the body. The procedure was successfully completed without a significant delay using a back-up device. No patient injury or other complications were reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.